Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer changing the infusion set and cartridge, after which they resumed insulin. No frequent or recurring occlusion issues were reported, and no additional assistance was deemed necessary. The case was closed by cts.